Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that during use of an infusor, there was no flow of the unknown drug to the patient. A patient was involved; however, there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.